Event description:
It was reported that during a davinci assisted surgical procedure, the caudifer forceps instrument was observed with a broken cable. The procedure was completed with no reported injury. It is unknown if a fragment fell inside the patient. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The cadiere forceps instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. No photo or video was provided by the site for review. A review of the device logs for the cadiere forceps (part#: 471049-08 / lot/serial#: (B)(4) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 via system serial#: (B)(4). There were 7 uses remaining after this last usage. This complaint is being reported due to the following conclusion: it was alleged that the cadiere forceps instrument cable broke, but it is unknown if a fragment fell into the patient. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event as unintended fragments falling into a patient could require surgical intervention.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3 analysis information can be found in fields h6 and h10 d11 - intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed/replicated the customer reported complaint. Fa found the primary failure of dislodged grip cable at the proximal end, likely caused by the cracked clamping pulley. The root cause of this failure is attributed to misuse. Additional observation related to the customer reported complaint: the instrument was found to have a cracked clamping pulley. As a result, the grip cable became dislodged at the proximal end. The root cause of this failure is attributed to misuse.

Event description:
Refer to h10/h11 for follow-up information.